Manufacturer narrative:
This report is submitted on october 23, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to an infection at the implant site. The patient has since been reimplanted with another cochlear device.